Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® was selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, a check saline supply error message was displayed and aspiration stopped. The console was re-set then turned off and on. The device was switched out with another angiojet® and the procedure was completed. There were no patient complications and the patient's condition was fine.